Event description:
It was reported that during a laparoscopic sleeve gastrectomy, this device, at the third firing, created a staple line which curled up onto itself, thus making some small blood vessels on the stomach bleed. The surgeon had to apply sutures to those vessels to control the bleeding. A new device was opened and used to carry out and finish the case. Hospitalization was prolonged by an unknown number of days. Four days after surgery, patient still experienced bleeding and had a drainage in situ.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Patient was hospitalized 4 extra days, for a total of 8 days. In the post-op period, patient experienced bleeding, which the surgeon attributes to a staple line not perfectly created due to the malfunction of the stapler.

Manufacturer narrative:
(B)(4). Nicked knife. The analysis found that the ec60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.